Event description:
It was reported that the customer was in the hospital having surgery, and was experiencing high blood glucose levels. The caller stated that the customer is not very knowledgable about the insulin pump, and feels he needs more training. Advised the caller that the info would be forwarded to the local representative. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.